Manufacturer narrative:
The device was returned for evaluation. The root cause is product interfering with the pouch seal, a manufacturing error. The exact cause is unknown, but it may have been an operator error (product not loaded properly, operator not remediating the protruding product fault) or other manufacturing error (curled sponges, light weight product lifting out of pockets due to air flow). If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned, and the investigation is ongoing. Once we have additional relevant information, it wil be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".